Manufacturer narrative:
UDI: (B)(4). The reported event is considered confirmed. Product was not returned therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause related to patient condition; device performed as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to patient anatomy; however, no revision has been reported to date. There is no additional information at this time.